Manufacturer narrative:
As no product was returned, further investigation was not possible. The investigation did not identify a root cause. Section h4: the year is the only known part of manufacture date. We have defaulted to the first of the year. Medwatch field d4 lot no, g1, and h4 were updated.

Event description:
There was an allegation of an issue with the coaguchek xs softclix. The customer alleged the lancet was protruding from the dial end cap before firing and it will not work. The lancet was seated properly and the dial cap was on correctly. There was no accidental stick due to the issue.

Manufacturer narrative:
The device was requested to be returned for investigation. Due to a lack of information from the complainant, we were unable to determine the actual manufacturer of the product, and g1 manufacturing site information reflects the same information as the g1 contact office.